Event description:
Reporter stated the infusion set connector detached from the headset. The product is not available to return for evaluation, and the lot number is unknown. No adverse event was reported.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.